Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the farawave pulsed field ablation catheter experienced guidewire stuck, difficulty to deploy, spline inversion and spline planarity issue. A merit inqwire rosen j tip guidewire was used with the catheter and advanced past the catheter during deployment in the left atrium. Attempts were made to maneuver the catheter to the left superior pulmonary vein (lspv), the catheter could not reach flower or partial flower configuration and the splines appeared to be out of plane and spline inversion. The catheter was successfully withdrawn, and attempts were made to manually uninvert the splines but was unsuccessful. Additionally, during preparation, there were no abnormalities observed or deviations from preparation instruction and the catheter had no issues with flushing. The guidewire did not experienced difficulty loading into the catheter. However, during the procedure the guidewire had difficulty advancing in the catheter. The guidewire was able to be removed from the catheter and there was no tissue on the catheter and guidewire. The sheath was slightly curved during catheter retraction into the sheath. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.